Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Diagnosed by MRI. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: no observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported implant rupture and ¿multiple subcapsular radial folds without significant collapse of the overlying fibrous capsule¿ diagnosed by MRI. Device remains implanted. This relates to the right side.